Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture 16 jul 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pill had fallen into the drawer. A technical support specialist tss had remoted in and open ended the drawer and the client was able to pick up the pill. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a medication fell during access. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.